Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the inner sheath couldn¿t advance in the outer sheath due to an impediment. There was no physical damage noticed on the sheath or dilator. There was no occlusion when irrigating the sheath. It was unknown if the sheath was blocked partially or completely, but they could not move the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, reported as stuck. It was also reported the hemostatic valve as not broken or separated. The second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported obstruction with the sheath is not MDR reportable since the device does not allow another device to be introduced, the user will not be able to use the device. The operator will have to replace the device. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub of the device. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The valve issue could be related to the obstruction reported by the customer. Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good condition. The dilator could have been changed from the one shown in the customer picture. The functional test was performed, in accordance with bwi procedures. After the hemostatic valve removal, the vessel dilator and thermocool® smart touch® sf (stsf) catheter were introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath - small and no resistance was felt during the testing. Additionally, the customer provided a photo of the complaint product to aid in the investigation. According to the picture provided by the customer, part of the dilator can be seen inside of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, also it was observed that the dilator has a bent. A device history record was performed for the finished device batch number, and no internal actions were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed. The resistance could have been due to the valve. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).